Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the staples would not hold. The case was completed with sutures. There was no pt consequence.